Event description:
It was reported that the customer had issues with the sensor. His sensor and blood glucose level difference was 100-200 points off. He had high and low blood glucose levels when he was using the sensor. He stopped using the sensor. His blood glucose level was around 600 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.